Event description:
It was reported that the patient suffered a stroke and collapsed. While the patient was in the hospital recovering from the stroke, loss of capture was noted on ECG strips, and a lead fracture was suspected. The lead was explanted. No patient complications have been reported as a result of this event. It was noted that the device and the atrial lead were also explanted at the same time due to infection.